Event description:
Subsequent to lasik surgery, the pt presented with bilateral diffuse lamellar keratitis (dlk) at the one day post-op visit. Both od and os were lifted and rinsed. The pt's visual acuity was not adversely affected (20/20).